Manufacturer narrative:
(B)(6):the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the channel of the olympus therapeutic scope was flushed using a 60cc syringe and blunt tip needle. At this time, it was unknown to the staff that the foam sponge of the rx locking device and biopsy cap dislodged from the device and became stuck within the scope. A sphinctertome was inserted into the scope, met with resistance, but was able to be passed through the scope. However when the tome was passed through the scope it was damaged and could not be used for the procedure. A balloon was then inserted into the scope but met with resistance and was unable to pass through the scope. It was still unclear what was causing the resistance felt within the scope. There was no additional scope on hand, and the procedure was aborted and rescheduled. The procedure was completed on (B)(6) 2010 using a different scope. No patient complications were reported as a result of this event. On (B)(6) 2010, a technician flushed the olympus therapeutic scope channel used in the procedure on (B)(6) 2010. At this time the foam sponge from the rx locking device and biopsy cap used in the procedure on (B)(6) 2010 was discovered lodged within the scope channel. The sponge was removed from the scope channel using a multibite forceps.